Event description:
The affiliate reported that two patients experienced csf leaks following using duraform to close the dura. At the present time product codes, and lot numbers are not available. Additional information is expected. (B)(4).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.